Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monopolar port was defective. The surgeon was using the coagulation function of the bovie near the beginning of the procedure, in the subcutaneous tissue. A vessel was bleeding, which was grasped with a hemostat clamp. They touched the bovie to the hemostat clamp and activated the coagulation button to cauterize the bleeding vessel. This was when a flame like a candle was noted. The bovie was immediately stopped and set down on the drape which was when it was noted to have burned through the drape. There was some char on the bovie tip, which may have caused the flame.